Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign material was removed') in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after the treatment, she developed various physical symptoms. As a result of the symptoms, she was hindered in her normal daily functioning and she suffered damage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("foreign material was removed") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (removal of essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: after essure insertion, she developed various physical symptoms. Since then, she has had follow-up treatments and the foreign-body material has been removed. As a result of the symptoms, she was hindered in her normal daily functioning and she suffered damage. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 04-jul-2022: imdrf-FDA synchronization. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("foreign material was removed") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (removal of essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: after essure insertion, she developed various physical symptoms. Since then, she has had follow-up treatments and the foreign-body material has been removed. As a result of the symptoms, she was hindered in her normal daily functioning and she suffered damage. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign material was removed') in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after the treatment, she developed various physical symptoms. As a result of the symptoms, she was hindered in her normal daily functioning and she suffered damage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("intense (chronic) pain in the abdomen") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), back pain ("intense (chronic) pain in back"), arthralgia ("intense (chronic) pain in hips"), headache ("intense (chronic) pain in head"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), hypersensitivity ("allergic reactions"), premature menopause ("early menopause") and heavy menstrual bleeding ("a change in their menstrual cycle also occurred. The change was often accompanied by abnormally heavy blood loss") and was found to have hormone level abnormal ("a change in their menstrual cycle also occurred. The change was often accompanied by hormonal"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, all of the events had resolved. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and premature menopause to be related to essure administration. The reporter commented: after essure insertion, she developed various physical symptoms. Since then, she has had follow-up treatments and the foreign-body material has been removed. As a result of the symptoms, she was hindered in her normal daily functioning and she suffered damage. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-feb-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("intense (chronic) pain in the abdomen") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), back pain ("intense (chronic) pain in back"), arthralgia ("intense (chronic) pain in hips"), headache ("intense (chronic) pain in head"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), hypersensitivity ("allergic reactions"), premature menopause ("early menopause") and heavy menstrual bleeding ("a change in their menstrual cycle also occurred. The change was often accompanied by abnormally heavy blood loss") and was found to have hormone level abnormal ("a change in their menstrual cycle also occurred. The change was often accompanied by hormonal"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, all of the events had resolved. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and premature menopause to be related to essure administration. The reporter commented: after essure insertion, she developed various physical symptoms. Since then, she has had follow-up treatments and the foreign-body material has been removed. As a result of the symptoms, she was hindered in her normal daily functioning and she suffered damage. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-feb-2023: event medical device removal was replaced by event abdominal pain. Events back pain, hips pain, headache, fatigue, memory loss, concentration problems, heavy menses, hormonal problems, allergic reactions, early menopause were added. Event outcome updated to recovered resolved. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.